Event description:
A gore tag thoracic endoprosthesis device was placed in a patient with a thoracic aortic pseudoaneurysm, which was the result of a subacute traumatic injury. On day following successful implant of the device, cxr revealed that the proximal portion of the device had collapsed. Thus, three excluder aortic extenders were implanted to keep the proximal end of the device open. The patient tolerated the procedure well.